Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange from textured to smooth implants due to concern with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device, white calcification and weight to the specification. Cloudy in the gel observed after autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV.